Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one x-port MRI isp implantable port attached to a groshong catheter was received for evaluation and three photos were provided for review. Visual, microscopic, tactile and functional evaluations were performed. A complete compound circumferential break and a kink was noted at the distal end of the catheter. The distal catheter segment was noted returned. The edges of the compound break were noted to be rough and uneven and have longitudinal splitting at the border of two regions and the surface was noted to be granular in one region and round and smooth in the other. The photo shows the explanted port attached to the catheter covered with body tissues in which the distal end of the catheter was noted to be missing. Therefore, the investigation is confirmed for the reported fracture, material separation and the identified naturally worn and deformation issues. However, the investigation is inconclusive for the reported migration issues as the exact circumstance at the time of the event reported was unknown. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiration date: 12/2021). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years, seven months, and nine days post port placement, the catheter allegedly broke. It was further reported that the catheter allegedly got separated from the port. Furthermore, the catheter allegedly got dislodged in the heart. Reportedly, the external port was removed as normal procedure but the internal cannula went into the right ventricle, which was removed by interventional cardiologist. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2021). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that sometime post port placement, the catheter allegedly broke. It was further reported that the catheter allegedly got separated from the port. Furthermore, the catheter allegedly got dislodged in the heart. Reportedly, the external port was removed as normal procedure but the internal cannula went into the right ventricle, which was removed by interventional cardiologist. The current status of the patient was unknown.